Event description:
A nurse was pushing the portable EKG monitor mobile stand back to the location where it is stored when a wheel from the mobile stand fell off and the portable EKG machine lurched forward and fell to the floor. The nurse noticed that a second wheel was almost detached from the cart. Biomedical engineering reinstalled the wheels and also inspected the wheels on a second mobile stand on the unit. The portable EKG machine required a minor repair and was tested and placed back in service.